Manufacturer narrative:
The complainant was unable to report the serial number; therefore the manufacture date and expiration date are unknown. (Initial reporter facility name): (B)(6).

Event description:
Note: this report pertains to a spyscope ds ii and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used in the bile duct during a peroral cholangioscopy (pocs) procedure performed on (B)(6), 2022. During the procedure, the image of the spyscope ds ii disappeared shortly within ten minutes after insertion into the bile duct. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.